Event description:
Customer reported that while accompanying a tah-t pt on a walk, the screen of the monitoring computer on the css console went blank when the css console was rolled over a transition area in the floor. The computer is a monitoring device only, and the css console continued to provide its life-sustaining functions and there was no impact on the pt. When the pt returned to his room, the css console was plugged into wall power. The css console continued to provide pneumatic power to the tah-t, but the computer did not reboot, and there was no power to the vacuum or the alarm panel. The pt was switched to a backup css console. There was no impact on the pt. The css console was returned to syncardia for eval, and the results of the investigation are provided in the investigation report attached hereto.

Manufacturer narrative:
The root cause of the reported issue was a short circuit in the css console's backup power supply. The power supply was replaced. The css console passed the console test validation protocol and confirmed that the alarm panel, monitoring laptop computer and vacuum all functioned as intended. This is the first instance of a css console power supply failure resulting in the loss of function of the monitoring computer, alarm panel and vacuum. This failure mode poses a low risk to the pt, because the reported issue did not prevent the css console from performing its life-sustaining functions, and redundant system performance was not affected. The css console's primary and backup controllers have their own internal backup batteries and power supplies. The css console continued to provide pneumatic power to the tah-t. Syncardia will continue to monitor and trend this issue. Syncardia has completed its eval of this complaint and is closing this file. Overall conclusion: the customer reported issue was verified in the lab at syncardia. It was found that on the a1 controller board that is located inside the power supply, the q9 insulating shoulder washer and screw was loosened and backed out to the extent where the mounting screw shorted the transistor collector tab to the heat sink (ground). This short is the root cause for the damage to the other power supply components. This resulted in the perceived failure of the alarm panel, laptop computer and vacuum display, when in fact these components were inoperable due to the failed power supply. Each tah controller has its own internal backup battery and power supply. Although the console was supporting a pt at the time of the reported issue, the controller continued to support its life-sustaining function even if the console's power supply failed.